Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.

Event description:
On 11/15/2021, it was reported by a sales representative via email that an ar-2323pslc-2 swivelock eyelet suture broke before the anchor could be inserted. This was discovered during a procedure on (B)(4) 2021. After receiving additional information on 11/16/2021, sales representative has confirmed that during a rcr procedure, when surgeon attempted to tighten the suturetapes in the eyelet, it broke. Another ar-2323pslc-2 swivelock from a different lot was used to complete case.